Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have become intermittently unresponsive over the past several weeks. He noted that the buttons intermittently click and spring back as expected. The pt denied any physical damage to the rubber keypad; denied exposing the pump to moisture; and stated that he wears the pump in his pocket.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. Evaluation revealed that all keypad buttons spring back as expected when pressed. There was evidence of keypad contamination found under all key contacts.